Event description:
It was reported that, "applier was being used in a thoracic procedure and had just been used to apply a clip to a mammary vessel. The applier was off the vessel but still in the thoracic cavity when the screw that holds the jaw together fell out into the cavity. Surgeons were unable to locate the screw and to my knowledge it still remains in the patient. I am awaiting the result of an MRI to confirm". Additional information received states that, "patient condition is stable and satisfactory post operatively. They were not able to confirm the location of the screw. The screw has been retained in the patient's body as the surgeon believes it would be to traumatic to tissues to remove it".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information we are unable to perform a DHR review for the alleged defective device. Lot information has not been provided, and this instrument has not been returned for review or evaluation as it is being retained by the customer. Since this instrument has not been returned for review or evaluation, we are unable to determine what may have caused the alleged defect or validate the alleged complaint. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments of this part number are 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. "Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "applier was being used in a thoracic procedure and had just been used to apply a clip to a mammary vessel. The applier was off the vessel but still in the thoracic cavity when the screw that holds the jaw together fell out into the cavity. Surgeons were unable to locate the screw and to my knowledge it still remains in the patient. I am awaiting the result of an MRI to confirm". Additional information received states that, "patient condition is stable and satisfactory post operatively. They were not able to confirm the location of the screw. The screw has been retained in the patient's body as the surgeon believes it would be to traumatic to tissues to remove it".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.